Manufacturer narrative:
(B)(4). Additional information: h6 component code: g07002. Device not received. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number of the faulty drain? Unk. Was the issue in regards to the blake drain or the jvac reservoir? Drain. If the faulty device was the reservoir, please provide product code and lot number of the involved reservoir. Na. Was another drain needed to correct the situation? Unk. Was a new drain placed surgically during a second procedure? Unk. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, a patient underwent an unknown procedure on (B)(6) 2023 and a drain was used. Suction could not be done properly. Further details are not provided. No sample will be returned. There were no adverse consequences to the patient.